Event description:
The reporter stated that the test strips did not have anything printed on the label except for the catalog number. The device was replaced and requested to be returned for evaluation.